Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: if possible, please confirm the number of sutures affected by this issue during this procedure? Can you identify the lot number of the product used? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. We have recently encountered issues with suture. When tension is applied to the suture during suturing, one of the two needles consistently breaks off. This occurred with multiple sutures from the same package. There were no patient consequences reported. Additional information was requested.